Event description:
Implant loss. Wish 26333 and 25562 as replacement. 2022-07-15, (B)(6): checked with ho, implant fracture was ticked by mistake. The implant is not fractured. Products mentioned in concomitant field on cf is what they want in replacement.